Event description:
It was reported that the surgeon inserted an aq2010v silicone three-piece lens and one haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn. The cartridge was returned and there was no visible damage. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation. PMA# p9900048.